Manufacturer narrative:
S/w version = 4.11d. Retainer ring = clear. Case type = ngp. Customer returned insulin pump for experiencing high blood glucose and alleged blank display and cosmetic damage located at the battery compartment found on september 28, 2020. Insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms or alerts noted during testing and in the history files or traces. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, broken belt clip rails, serial number label stained, serial number label fading, broken reservoir tube lip, partially detached retainer, cracked retainer, missing reservoir tube o-ring, end cap address label missing, pillowing keypad overlay, keypad overlay texture damage, end cap broken off and missing display window cover. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Cosmetic damage confirmed behind the insulin pump at the battery compartment and at battery tube threads. Unable to verify customer's high blood glucose complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery case and battery did not stay in position. Insulin pump did not work anymore. The customer experienced high blood glucose of 400 mg/dl. The customer experienced symptoms such as nausea and vomiting. The insulin pump will be returned for analysis.